Event description:
The customer reported, "no more images". The fse noted, "system not booting up, black screens." There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The bios were reset during the service call. The system was tested and found to be working as intended and put back into service.